Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "147 mg/dl" with the subject meter and "107 mg/dl" on a laboratory device, performed within 10 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.